Manufacturer narrative:
The prisma hf1000 filter set was discarded and not available for inspection. It is possible that, the reported event may have occurred, due to an incorrect diaphragm repositioning procedure on the return pressure pod. The device was used off label; instruction for use advises that "the prisma hf 1000 pre set should be restricted to pts with a body weight greater than 30 kg. Gambro does not regard the submittal of this report as an admission of causation or liability. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.

Event description:
The prisma machine generated the "access too negative" alarm at which time the nurse observed blood backing up into the heparin line. The nurse went to perform a diaphragm repositioning procedure, when she observed blood on the outside of the pressure pod and suspected the diaphragm was broken or leaking. Treatment was discontinued and the blood in the extracorporeal circuit was not returned to the pt resulting in a 128 ml blood loss. The pt's high dropped from 12.5g/dl to 8.6 gm/dl and the pt received a transfusion of packed red blood cells.